Event description:
Patient reports post implant a realize band, a band adjustment was done in (B)(6) 2010 and it is believed that 6cc's of fluid was added in band. The next day patient went to emergency room to have fluid removed from the band as per the patient she was vomiting and gagging and could not keep anything down. The patient reported she left band unfilled until (B)(6) 2011 when she received a 2cc fill. No additional fills since. Patient reports feeling hungry and would like to get back on track with weight loss. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.